Manufacturer narrative:
Evaluation of electrodes showed sear marks (burn marks) over a half inch length along the edge of each electrode, through all of the layers of the electrodes. The black burn marks on both electrodes indicate that the electrodes were physically touching at the location. This is the only way that these burn marks can occur. Further evaluation of electrodes show that these pads were not new as the patient claimed. Rather these electrodes show numerous depressions in the hydrogel indicating that they had been used well beyond their useful life.

Event description:
Patient completed 30 minute treatment. One and half hour later he observed/experienced a burning sensation & realized he got a burn. He mentioned using the neurostimulator at 40-50% range intensity. Also that he was using brand new electrodes.